Event description:
It was reported that the insulin pump had crack case, crack on the reservoir compartment and display was no longer clear. The customer was advised to return the broken insulin pump for analysis. No further information provided.

Manufacturer narrative:
No display anomaly noted. Insulin pump passed self test. Insulin pump had cracked reservoir tube lip, cracked reservoir tube, cracked case at display window corner, debris under display window, missing end cap sticker and a flush/loose drive support disk.